Event description:
It was reported that the programmer "takes too long" to download from the device. The programmer head was changed out but the situation did not improve. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that there was intermittent telemetry due to a loose radiofrequency (rf) head connector on the programmer printed circuit board. It was also noted that the keyboard cable was damaged.